Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the subject device had an obscured vision; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an obscured vision. The issue was found during a procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; a dark peripheral image was found due to shifting internal lens inside the charged coupled device unit. The additional evaluation findings are as follows: there was a leak on the bending section cover, the plastic distal end cover had a minor dent and the customer label on the connector was incorrect. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.